Event description:
New information received indicates that the patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range hv lead impedance was observed. Further testing was recommended.